Event description:
Vague report of approx 3 as50 pumps being used in the nicu nursery with microbore tubing with a stopcock. Reportedly, the pumps didn't alarm for occlusion. The pts involved were injured ("one may require plastic surgery"; another's "chest blew up").